Manufacturer narrative:
It was reported that the complaint instrument fractured during withdrawal. All parts of the device could be removed from the patient. Review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. The technical investigation revealed that the device has fractured at the guide wire exit port. The tearing edges of both fragments are plastically deformed, indicating that the fractures occurred due to tensile stress exceeding the tensile strength of the outer shaft. The balloon of the complaint instrument has been in and deflated; microscopic inspection of the balloon was inconspicuous. Based on the conducted investigation of the device being subject to this complaint, no manufacturing related root cause could be determined. The device was most likely mechanically overloaded before it fractured. However, due to the state of the device and the lack of information regarding the procedure itself it remains unclear if for instance the balloon was not fully deflated upon withdrawal or if the guiding catheter could have caused the problem.

Event description:
Ous MDR - after post-dilatation the pantera leo balloon snapped inside the patient. All parts of the balloon were retrieved safely. The patient is a (B)(6) female.